Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The 2 reported devices were received for evaluation; the event was confirmed during testing on 1 device. Evaluation found a dried substance on the device but no component failures. The event was not confirmed for 1 device. During testing no leaking or substance was observed and no component failures were detected. There were no remedial actions taken. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, in which the devices were reportedly leaking. There was no patient involvement; no patient impact.